Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00468, 3006705815-2023-06690. It was reported the patient's ipg was inoperable, and the leads had migrated. Surgical intervention took place on (B)(6) 2023 wherein the ipg was replaced, and the leads were repositioned. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.